Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture due to suspected dislodgement. The dislodgement was confirmed via x-ray. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.